Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open racepack. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are no units in stock. Received one open and unused samples with the thread wound on the pack, there is no needle inside. Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). The wire is often loosening from the needle.